Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer stated the monitor has intermittent failure, it shows ECG error and sometimes it locks. There was no report of patient harm.